Manufacturer narrative:
Device evaluated by MFR: the device was returned for engineering analysis and the complaint was confirmed. The needle shaft was returned bent. The shaft temperature of -17.9c points to insufficient thermal insulation of the needle. The needle was disassembled and found traces of soldering flux residuals and corrosive on the vacuum sleeve external and needle internal surfaces. No gas leaks were detected. There was no relationship found between the needles assembly processes and the vacuum loss phenomena.

Event description:
It was reported there was frost on the needle shaft. A cryoablation treatment procedure was performed using an icesphere 1.5 cx 90 degree cryoablation needle. Before insertion into the patient, the needles were tested and passed. A minute or two after starting the freeze cycle the needle insulation did not work. The physician protected the patient's skin with gauze and continuous irrigation. No patient injury was reported and the ablation zone indicated a likelihood of a successful outcome.

Event description:
It was reported there was frost on the needle shaft. A cryoablation treatment procedure was performed using an icesphere 1.5 cx 90 degree cryoablation needle. Before insertion into the patient, the needles were tested and passed. A minute or two after starting the freeze cycle the needle insulation did not work. The physician protected the patient's skin with gauze and continuous irrigation. No patient injury was reported and the ablation zone indicated a likelihood of a successful outcome.